Event description:
Follow up information identified the physician explanted and replaced the patient¿s ins with a new model. Postoperatively, effective therapy was restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation and the patient¿s ins was unable to communicate with external devices. The patient had not used the ins for about one year. As a result, the patient may be awaiting surgical intervention to replace the device.